Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was unable to increase stimulation using her patient programmer. The patient was currently not feeling stimulation and was seeing on the patient programmer that stimulation was off on group b at 4.90 volts. The patient confirmed when trying to increase on the call that the turn stimulation on screen was appearing, which is what she has been seeing. Button use was reviewed, and it was also reviewed how to turn stimulation back on again. After turning the stimulation back on, she was able to increase stimulation, and the issue had been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the stimulation not being on was the patient was resetting the stimulator in the morning and they were in a hurry, so they did not realize it was not on. The patient stated that it was their fault. No further complications were reported.